Event description:
When applying a calclock plate, the first screw, a 3.5 non-locking screw passed through the translation slot. The screw was tightened in order to contour the plate down to the bone when the screw head then went through the slot. The screw was removed. The surgeon proceeded to fix the plate to the bone by using other plate holes and screws and then replaced the slot screw with a 4.0 screw.